Manufacturer narrative:
Mitek is in the investigative mode. The conclusions of our investigation will be the subject matter of the follow-report.

Event description:
Our rep reports that during an arthroscopic shoulder repair, a portion of the distal tip of a pathseeker broke off into the patient's joint space. The fragment was retrieved from the patient and the procedure was concluded successfully without further issue or harm to the patient.